Event description:
It was reported that during a follow-up visit the atrial pacing impedance was unstable with high impedance measurements since one month after implant. Unable to determine if there is a possible fracture or a connection issue. The implantable cardioverter defibrillator (ICD) was reprogrammed to vvi and remains in use with the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).